Event description:
It was reported that the setscrew was loose in the connector. Physician verified that the lead could not be pulled back from the connector. The pacemaker exhibited normal electrical values. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.